Event description:
Per the clinic, the patient experienced performance decrement with the internal due to device extrusion. Subsequently, the device was explanted on (B)(6) 2024 and the patient was reimplanted with another cochlear device within the same surgery. Additional information has been requested but has not been made available as of the date of this report.